Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit failed manifold test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the drive manifold assy (0104-00-0031). The fse then stated that the unit was not cleared for clinical use because it was pending other repairs. The fse later confirmed that the unit was then cleared for clinical use.

Event description:
N/a.